Manufacturer narrative:
One device was received for investigation. Visual inspection by the unaided eye under normal plant lighting revealed a cut in one of the eyelets likely due to the use of a velcro trach tie. There was a tear in the silicone below the connector; only a small portion of the shaft remained intact. The portion of the shaft that remained inside the connector confirmed that it had been fully inserted and secured by adhesive. The reinforced wire was slightly pulled, which tends to indicate that tugging or rotational forces were applied to the connector causing the tear in the shaft. The reported complaint is confirmed. Although the investigation could not definitively determine whether the neck flange was nicked by something sharp, which propagated into a tear, or if applying forces on the connector caused the shaft to split, there was no evidence to suggest that there was a manufacturing defect with the returned device. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the father came into the room with the child and found the trach was damaged. There was no patient involvement and no patient harm/adverse event reported.